Manufacturer narrative:
The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain", "hardening", "silicone leakage", "capsular contracture baker grade iii", "swelling", "rupture", peri-implant collections" and "folds in contour."

Event description:
Patient reported right side "pain", "hardening", "silicone leakage", "capsular contracture baker grade unknown", "swelling", "rupture", peri-implant collections" and "folds in contour." The device remains implanted. Healthcare professional reported capsular contracture baker grade iii.